Event description:
The customer tested her blood glucose using two contour next link meters and received readings of 76 and 37 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.